Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , d5 ,e2 , e3 , e4 , e1 ( initial reporter , event site email) , g2 the fse that encountered the issue replaced the damaged buna- o-ring (0354000208). The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had leaking helium. There was no patient involved and no harm or injury reported.